Event description:
It was reported that during a procedure, the device was not working. Backup device was available to complete the procedure. A significant delay more than 30 minutes was reported without patient injuries.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of functional failure could not be reproduced. Product passed functional testing per factory test with no faults or errors. Product passed functional testing during 2 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specs during all functional tests. All functions perform as expected. Pressure and flow readings were normal throughout burn-in on wet station. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.